Manufacturer narrative:
Continuation of d10: product ID: a710, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they reprogrammed patient today and gave them patient access to adjust all parameters. However, when they connected with patient's "new" controller after programming, it was showing groups as 1, 2, and 3 instead of a, b and c and the only option patient had was to turn stimulation on/off, the other parameter adjustments weren't an option. Tss had caller re-interrogate ins with tablet and caller received a red, "weird validation error" but bypassed the message before providing the code. Caller stated this happened upon the initial interrogation also. Caller confirmed they were using a710 app v2.0.136 and comm manager app v1.0.1308. Once caller bypassed error and was in the session, the patient's pain map was present but the leads and programming had all been erased. Caller reprogrammed the patient, provided them patient access to cycling, intensity, pw and rate and then used patient's controller and verified that patient had access to adjust all parameters. Caller stated their colleague had a similar problem in which they programmed patient like this but when patient got home, they couldn't access any parameters but colleague was sure they had given patient access. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.